Manufacturer narrative:
Weight: unk. Date of event: unk. (B)(4). Lens not returned. Evaluation, method : work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - reportedly icl 13.2 mm (-10.5 d) was explanted/exchanged for another icl ( -11.5d) of a same length, 3 months postoperatively to address refractive error (myopia). According to the report from the facility, received on (B)(6) 2014, there was no problem with the lens position and there was no loss of bcva (20/20) prior to the explantation. They also reported that the secondary surgically intervention was not necessary to preclude any serious injury/impairment. Given all this information it is very likely that procedure related factor (pre-op miscalculation) was the main reason of the reported event and therefore, the event was not device related in origin. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was procedure related factor (pre-op miscalculation) and the event was not device related in origin. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The patient complained of blurry va. The lens was exchanged for another same model lens (13.2mm) but different diopter power (-11.5d).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).